Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while plating a distal femur the variable angle locking screw on the variable angle locking compression plate (va-lcp) curved condylar plate cross threaded and did not lock into the plate properly. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves (2) devices. This report is for (1) 5.0mm variable angle lockng screw/slf-tpng/strdrv/70mm. This report is 1 of 2 for (B)(4).